Event description:
It was reported that during the procedure, when the helix of this right atrial (ra) lead was rotated 30 turns, it could not be extended after insertion; however, the helix mechanism was able to be extended outside of the patient. Another attempt was made to implant this lead; however, the helix was still unable to be extended when inside the patient. The lead was replaced with a non-bsc product to complete the procedure. No adverse patient effects were reported. This lead was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.